Manufacturer narrative:
(B)(4).

Event description:
After the implantation of the subject pacemaker on (B)(6) 2016 a dislodgement of the lead with loss of capture and bad threshold measurements were noticed, then a re-intervention was scheduled in order to reposition the lead. On (B)(6) 2016, during the re-intervention, the lead was disconnected from the pacemaker and was repositioned again and the sensing and thresholds with the psa were checked. Then the lead connector was inserted again all the way into the port of the pacemaker and the screw was tried to be tightened again, but at this point the physician found difficulties because the screw did not tighten the lead connector after many turns given with the screwdriver. After several attempts, finally, the physician decided to replace the subject pacemaker.

Event description:
After the implantation of the subject pacemaker on (B)(6) 2016 a dislodgement of the lead with loss of capture and bad threshold measurements were noticed, then a re-intervention was scheduled in order to reposition the lead. On (B)(6) 2016, during the re-intervention, the lead was disconnected from the pacemaker and was repositioned again and the sensing and thresholds with the psa were checked. Then the lead connector was inserted again all the way into the port of the pacemaker and the screw was tried to be tightened again, but at this point the physician found difficulties because the screw did not tighten the lead connector after many turns given with the screwdriver. After several attempts, finally, the physician decided to replace the subject pacemaker.